Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder experienced safety shield failure ¿ e.g. Shield breaks off from needle. The following information was provided by the initial reporter. The customer stated: they experienced the safety shield breaking off while attempting to activate the locking mechanism. Customer verbiage: "we have had several complaints from various phlebotomists throughout our organization that they¿ve had the safety device break off the device while activating. This doesn¿t seem to be a user error because there have been numerous phlebotomists that have experienced this, so it appears to be an issue with the lot."

Manufacturer narrative:
H.6. Investigation: bd received 10 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through CAPA#: 1465371.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder experienced safety shield failure ¿ e.g. Shield breaks off from needle. The following information was provided by the initial reporter. The customer stated: they experienced the safety shield breaking off while attempting to activate the locking mechanism. Customer verbiage: "we have had several complaints from various phlebotomists throughout our organization that they've had the safety device break off the device while activating. This doesn't seem to be a user error because there have been numerous phlebotomists that have experienced this, so it appears to be an issue with the lot."